Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the patient was "not feeling good" and was seen in the hospital. Interrogation revealed that the device was at eol (end of life). The device had been checked a few months earlier and had been at eri (elective replacement indicator), which was triggered a few days after a software update. The device was extracted and replaced. No patient complications were reported as a result of this event.